Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation events. There is no indication the patient sustained a serious injury. Device evaluation summary: monitor (B)(4) and belt sn (B)(4) have not yet been recovered from the field. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate treatment event. Rapid atrial fibrillation (af) contributed to the false detection. Download data indicates a 0 joule pulse was delivered on (B)(6) 2016 at 23:35:40. A full 150 joule was delivered at 23:36:04. The patient was conscious at the time of the treatment event; however, the response buttons were not pressed prior to the treatment event. The patient continues to wear the lifevest.